Event description:
It was reported that the camera head had electrical abnormalities, exposed wires, and it was not working properly. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise showing on image and a smashed connector tip. Based on the results of the investigation, it is likely that the customer's report of the exposed wires and not working properly was due to a cut on the device's cable. However, a definitive root cause could not be identified. Based on the results of the investigation, the malfunction identified during the device evaluation "smashed connector tip and noise showing on image" was due to faulty charged coupled device. However, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had electrical abnormalities, exposed wires, and it was not working properly. There were no reports of patient harm.